Event description:
--

Event description:
Boston scientific received information that during a routine device replacement, this implantable cardioverter defibrillator (ICD) was implanted with the chronic implantable defibrillation lead. During defibrillation threshold (dft) testing, the device delivered a shock and a short circuit warning message was observed. The patient required external defibrillation. The device was explanted and replaced with another implantable cardioverter defibrillator (ICD). During dft testing with the new device, a short circuit warning message was again observed following shock delivery. All lead measurements were observed to be stable and acceptable, however, a lead issue was suspected. One of the df pins or yoke insulation was suspected to be worn out. No adverse patient effects were reported.

Manufacturer narrative:
The chronic implantable defibrillation lead was surgically abandoned. A new lead and device were successfully implanted. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault , a single bit memory fault and a lead leakage in session fault. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault.